Event description:
Nurse starting hep lock with 22 gauge catheter and was unable to thread the catheter. Device removed and she noted the catheter tip was missing. Catheter fragment located in wrist and a cut down procedure successfully completed.